Event description:
Event verbatim [preferred term] , blisters on her back/woke up with her back burning//second degree burns/permanent scarring [burns second degree], suffered permanent scarring on her back due to the burn she suffered from your defective product [product complaint], , narrative: this is a spontaneous report from a contactable consumer. A 56-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: ad3848, expiry date: oct 2021, UDI number (B)(4), via an unspecified route of administration from (B)(6) 2019 for muscle spasm in back. Medical history included ongoing blood pressure high. Concomitant medication included irbesartan for blood pressure high. Consumer purchased this thermacare heat wraps yesterday ((B)(6) 2019). She was down here, she just spent (B)(6) for a week's medication and she could not cancel because she was having muscle spasm (indication) so did get one of these and put it on her back last night ((B)(6) 2019). She had on a white t-shirt and this morning 10jun (B)(6) she had got, she put it on 4:30, took it off at 9:30. This morning ((B)(6) 2019) she had got bubbles, blisters all over her back. No treatment was received for the event. She classified her skin tone as fair. She did not have sensitive and abnormal skin. She previously had never used thermacare. She did not engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She used thermacare about 6 hours that day. She took it out before she went to bed. She did not consult a healthcare professional for the problem. She wanted to know what to put on the blisters. The action taken for the product was unknown. The event outcome was not resolved. As of 30jul2019, according to product quality complaint group: sub-class: adverse event safety request for investigation. Site sample status: not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. As of 21aug2019, according to product quality complaint group: batch ad3848 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the tenth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 12jun2017 through 12jun2019/manufacturing site: pfizer (city name) /complaint class: external cause investigation complaint subclass: adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The citi customizable search returned a total of 525 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The subclass shows an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from (B)(6) 2019. Seven complaints were related to batch s97473. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation, adverse event/serious/unknown, adverse event/negligible/minor. Refer to the 24 month trend chart attached lbh adverse event (B)(6) 2017 to (B)(6) 2019. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "bubbles and blisters" on back. The cause of the consumer stating the wrap caused a bubbles and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batchrecords, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 09sep2019, according to product quality complaint group severity of harm was assessed as s3. As of 27sep2019, according to product quality complaint group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: site notification date: 08aug2016 through 08aug2019/manufacturing site: (site name)/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 669 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure (number), "case processing principles product quality complaint guidance", updated on 20aug 2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in (B)(6) 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from (B)(6) 2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in (B)(6) 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh product, refer to attachment unknown lbh ae serious unknown (B)(6) 2016 to (B)(6) 2019. This investigation was conducted for an unknown lot number of lower back and hip (lbh) product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (10jun2019): new information received from a contactable consumer included: patient age, suspect product data (start date, UDI#, expiration date, indication), medical history, concomitant medication, event onset date and outcome, deny of treatment received. Follow-up (30jul2019): new information received from product quality complaint group includes investigation results. Follow-up (16aug2019): follow-up attempts are completed. No further information is expected. Follow-up (21aug2019): new information received from product quality complaint group includes device lot number ad3848 added and investigation results. Follow-up (10jun2019, 09sep2019 and 27sep2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Additional information received from product quality complaint group includes severity of harm was assessed as s3 and investigation results. Follow-up (20dec2019): follow-up attempts are completed. No further information is expected. Follow-up (29may2020): this is a spontaneous report from a contactable attorney by way of a plaintiff fact sheet. The attorney represented the patient regarding severe burns she suffered as a result of her use of the recalled thermacare lower back and hip heat wrap. The patient bought your product for its intended use on (B)(6) 2019 on her first day of vacation. She applied the heat wrap to her back, and left it in place for approximately 5 hours, which is well within the recommended time frame. When the patient removed the heat wrap, her back still felt heated, but she thought nothing of it, since the packaging states it will still continue to work when removed. The patient went to bed and woke up with her back burning. She asked her friend to look at her back. Her friend was shocked to find blisters where the heat wrap had been the prior evening. The patient called her doctor who prescribed her a prescription for silvadene cream to help with burn. The patient was in extreme pain during this time and did not leave her condo the entire duration of her beach trip, except to make trips to the pharmacy or the store. Her friends had to change her wound dressing each day, as she was unable to reach the burn due to its location. This was very embossing to the patient. On 14jun the patient had to drive home from vacation while making sure her back did not touch the drivers seat due to the pain it caused when she tried to lean back. She also had to make frequent stops due to the pain. On monday (B)(6) 2019, the patient went to see her primary care physician, and was diagnosed with second degree burns on her upper and lower back. She had to undergo debridement in the doctor's office. On (B)(6) the patient had to go back to the doctor to have her wound dressing changed, as she was unable to do it herself due to the location of the burn. Her doctor noted in two of these visits, that there was a deeper area that was not healing as quickly. On (B)(6) 2019, the patient once again went back to the doctor for a wound dressing change. When the doctor saw the wound, he decided to perform an additional debridement on the deeper burned area. The patient went back for a final dressing change on (B)(6) 2019. Since that time, the patient had suffered permanent scarring on her back due to the burn she suffered from your defective product. Her quality of life had suffered due to this and due to the unpleasant side effects she experienced as a result of the burn.the events outcome was resolved with sequel.

Manufacturer narrative:
Sub-class: adverse event safety request for investigation. Site sample status: not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Batch ad3848 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the tenth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per sop-105746, complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 12jun 2017 through 12jun2019/manufacturing site: pfizer (city name) /complaint class: external cause investigation complaint subclass: adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The citi customizable search returned a total of 525 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The subclass shows an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. Seven complaints were related to batch s97473. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation, adverse event/serious/unknown, adverse event/negligible/minor. Refer to the 24 month trend chart attached lbh adverse event (B)(6) 2017 to (B)(6) 2019. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-29842, effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "bubbles and blisters" on back. The cause of the consumer stating the wrap caused a bubbles and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batchrecords, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: site notification date: 08aug2016 through 08aug2019/manufacturing site: (site name)/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 669 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in (B)(6) 2018 thru (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure (number), "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh product, refer to attachment unknown lbh ae serious unknown (B)(6) 2016 to (B)(6) 2019. This investigation was conducted for an unknown lot number of lower back and hip (lbh) product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
Sub-class: adverse event safety request for investigation. Site sample status: not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.batch ad3848 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the tenth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 12jun2017 through 12jun2019/manufacturing site: (B)(4) (city name) /complaint class: external cause investi...

Event description:
Blisters on her back [blister]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), lot number: ad3848, expiry date: oct2021, UDI number (B)(4), via an unspecified route of administration from (B)(6) 2019 for muscle spasm in back. Medical history included blood pressure high. Concomitant medication included irbesartan for blood pressure high. Consumer purchased this thermacare heat wraps yesterday ((B)(6) 2019). She was down here, she just spent 200 dollars for a week's medication and she could not cancel because she was having muscle spasm (indication) so did get one of these and put it on her back last night ((B)(6) 2019). She had on a white t-shirt and this morning she had got, she put it on 4:30, took it off at 9:30. This morning ((B)(6) 2019) she had got bubbles, blisters all over her back. No treatment was received for the event. She classified her skin tone as fair. She did not have sensitive and abnormal skin. She previously had never used thermacare. She did not engage in exercise while using the product. She read the usage instructions on thermacare before used the product. She used thermacare about 6 hours that day. She took it out before she went to bed. She did not consult a healthcare professional for the problem. She wanted to know what to put on the blisters. The action taken for the product was unknown. The event outcome was not resolved. As of 30jul2019, according to product quality complaint group: sub-class: adverse event safety request for investigation. Site sample status: not received. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. As of 21aug2019, according to product quality complaint group: batch ad3848 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. An evaluation of the complaint history confirms that this is the tenth complaint for the sub class adverse event safety request for investigation received at the (city name) site requiring an evaluation for this lot. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. Per (B)(4), complaint trending guideline, effective 05feb2019, a visual examination was performed to identify if a potential trend exist for the lot with the subclasses adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. No trend was identified. Refer to attachment trending graph ad3848 adverse event. On the basis of this evaluation, a trend does not exist for this lot. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage and investigation (citi) customizable search was performed. Scope: date contacted: 12jun2017 through 12jun2019/manufacturing site: (B)(4) (city name) /complaint class: external cause investigation complaint subclass: adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The citi customizable search returned a total of 525 complaints for lower back and hip (lbh) products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation, adverse event/serious/unknown, and adverse event/negligible/minor. The subclass shows an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. Seven complaints were related to batch s97473. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. The remaining recall batches were not reported. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-66388 and are not valid adverse events. Based on this citi customizable search, there is not a trend identified for the subclass of adverse events safety request for investigation, adverse event/serious/unknown, adverse event/negligible/minor. Refer to the 24 month trend chart attached lbh adverse event jun2017 to jun2019. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per (B)(4), effective: 07nov2018. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch that would cause a complaint of adverse event safety request for investigation. The (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "bubbles and blisters" on back. The cause of the consumer stating the wrap caused a bubbles and blisters is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. As of 09sep2019, according to product quality complaint group severity of harm was assessed as s3. As of 27sep2019, according to product quality complaint group: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following complaint intake, triage, and investigation (citi) customizable search was performed: scope: site notification date: 08aug2016 through 08aug2019/manufacturing site: (site name)/complaint class: external cause investigation / complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The citi customizable search returned a total of 669 complaints for lbh products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor. The subclasses show an increase in nov2018 thru jan2019. This is a seasonality change in combination with a change in safety's procedure (number), "case processing principles product quality complaint guidance", updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in april and may 2019. Complaints increased due to consumers reporting adverse events after being notified of a product recall. Consumers referenced the too hot recall of batches s00639, s23902, s97473 and w37940 from apr2019. A review of the 36 month trend chart for batches with unknown batch numbers shows a spike in april and may 2019. The majority of the complaints by description have a severity ranking of s1-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-38832 hazard analysis, thermacare heat wrap product: 8 and 12hr. This is also observed in a review of the 24 month trend chart for this subclass. These complaints are classified as an open-pouch. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse events. Based on this citi customizable search for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (36 months). There is not a trend identified for the subclass of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh product, refer to attachment unknown lbh ae serious unknown 08aug2016 to 08aug2019. This investigation was conducted for an unknown lot number of lower back and hip (lbh) product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (10jun2019): new information received from a contactable consumer included: patient age, suspect product data (start date, UDI#, expiration date, indication), medical history, concomitant medication, event onset date and outcome, deny of treatment received. Follow-up (30jul2019): new information received from product quality complaint group includes investigation results. Follow-up (16aug2019): follow-up attempts are completed. No further information is expected. Follow-up (21aug2019): new information received from product quality complaint group includes device lot number ad3848 added and investigation results. Follow-up (10jun2019, 09sep2019 and 27sep2019): this follow-up report is being submitted to upgrade this case to a reportable MDR. Additional information received from product quality complaint group includes severity of harm was assessed as s3 and investigation results. Company clinical evaluation comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.